Manufacturer narrative:
The pt remains on lvad support. The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 1 year post-implant, the pt reported a red heart alarm and pump stoppage while he was sleeping and connected to the power module. The alarm disappeared and the pump restarted, so no action was taken. The next morning, the pt went to the hospital and the system controller was exchanged.